Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 1.6 cm to 4.1 cm from the distal tip which exposed the outer coil. The abrasion is consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.